Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained right ventricular oversensing was observed on the ventricular channel due to potential myopotential oversensing. Device was reprogrammed, and oversensing was no longer seen.